Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. The device was manufactured june 6, 2017 - june 7, 2017. The device was received for evaluation. Visual inspection on the returned unit via the naked eye revealed the bladder of the device was ruptured. The ruptured bladder was microscopically examined for signs of an abnormality that may have caused the issue. As a result, no signs of an abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with an unspecified amount of sodium chloride. There was no patient involvement. No additional information is available.